Manufacturer narrative:
H.6. Investigation: two samples and two photos were provided to our quality team for investigation. Upon inspection of the samples and photo, the barrel thread is observed to be partially broken. A device history review was performed for reported lot 1912006 and 1912004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where product moves within the manufacturing equipment is protected to avoid any damage to the product. While we could not identify a direct issue, it is likely the damage occurred as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that the tip of the bd plastipak¿ hypodermic luer-lok¿ syringe chipped before use. Lot#'s 1912006 and 1912004 were reported to have been involved in this event, each with 1 occurrence. The following information was provided by the initial reporter: "10ml syringe 1912006 1 luerlock of the syringe has chipped - contains taurolock 10ml syringe 1912004 1 luerlock of the syringe has chipped (patient not involved)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1912006. Device manufacture date: 2019-12-10. Medical device lot #: 1912004. Device manufacture date: 2019-12-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip of the bd plastipak¿ hypodermic luer-lok¿ syringe chipped before use. Lot#'s 1912006 and 1912004 were reported to have been involved in this event, each with 1 occurrence. The following information was provided by the initial reporter: "10 ml syringe 1912006 1 luerlock of the syringe has chipped, contains taurolock 10 ml syringe 1912004 1 luerlock of the syringe has chipped (patient not involved)".